Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed. Device not available.

Event description:
The sales rep reported the microsensor is not giving reading or wave form. However, the catheter is still working; therefore, they are using the catheter to drain only and are not monitoring.

Manufacturer narrative:
(B)(4). The device has been returned and evaluated. Upon completion of the investigation, a followup report will be submitted

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The catheter was received in a drainage tube. The device passed electronic, noise, and signal drift tests. Internal calibration and linearity/hysteresis tests were omitted due to the condition in which the device was returned. Based on the supplier's evaluation of the device, they were unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.